Manufacturer narrative:
Appropriate term/code not available is to address no magnet response. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an elective procedure, the implantable cardioverter defibrillator did not function. The magnet was placed on the device, the IV medication was started with no electrosurgery. The patient then flatlined; the patient was given cardiopulmonary resuscitation. When the device was interrogated, the device function was normal.